Manufacturer narrative:
B5- describe event or problem was updated to indicate based on the information provided this event is not reportable as an incorrect sample type was used and no adverse events were reported. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate false positive results were obtained while using serum samples. Per the packaging insert, the hcg cassette rapid test is a rapid chromatographic immunoassay for the qualitative detection of human chorionic gonadotropin (hcg) in urine to aid in the early detection of pregnancy. Use of incorrect sample type cannot be ruled out as the cause of the reported issue. Complaints are tracked and trended on a monthly basis.

Event description:
The customer reported receiving a total of five false positive hcg results on cardinal rapid test hcg cassettes while testing five patients. Each patient presented to the emergency department for an unspecified reason. A serum sample was collected from "patient 3" on (B)(6) 2024 at 1120 and no visible anomalies were observed regarding the sample appearance. The customer reported a timer was used, the test was performed per the package insert and false positive hcg results were obtained. Confirmatory testing was performed which yielded a negative beta hcg result. No adverse events were reported; however, each patient experienced a 1-2 hour delay as confirmatory testing was performed. No further information was provided. See mdrs 2027969-2024-00050, 2027969-2024-00051, 2027969-2024-00053 and 2027969-2024-00054 for the other related patients. Upon further review it was noted that initial emdrs were not required as the customer used an incorrect sample type (serum) and no adverse events were reported. According to the package insert, the hcg cassette rapid test is a rapid chromatographic immunoassay for the qualitative detection of human chorionic gonadotropin (hcg) in urine to aid in the early detection of pregnancy.

Event description:
The customer reported receiving a total of five false positive hcg results on cardinal rapid test hcg cassettes while testing five patients. Each patient presented to the emergency department for an unspecified reason. A serum sample was collected from "patient 3" on (B)(6) 2024 at 1120 and no visible anomalies were observed regarding the sample appearance. The customer reported a timer was used, the test was performed per the package insert and false positive hcg results were obtained. Confirmatory testing was performed which yielded a negative beta hcg result. No adverse events were reported; however, each patient experienced a 1-2 hour delay as confirmatory testing was performed. No further information was provided. See mdrs 2027969-2024-00050, 2027969-2024-00051, 2027969-2024-00053 and 2027969-2024-00054 for the other related patients.

Manufacturer narrative:
Results pending completion of the investigation.